Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor was inserted into the abdomen. The patient called to report issues with the cgm device not reading accurately. On (B)(6) 2024, the patient was ¿feeling sick¿, and tired. The patient¿s cgm was reading in the ¿300s mg/dl¿ but the patient cannot recall the exact value. The patient¿s mother was advised by the patient¿s doctor (over the phone) to take him to the emergency room (ER). The patient reported having issues with bg regulation and the doctor was concerned the patient may have diabetic ketoacidosis (dka). Once the patient was in the ER, the patient¿s bg meter reading was 408 mg/dl. The patient was treated with insulin, IV fluids, and unspecified antibiotics. The patient also had a CT scan and blood work done. The patient was in the ER for approximately 4-5 hours before being discharged home. It can be assumed that the patient was not in dka since he was able to be discharged home after a short period of time. The patient was fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. This is 1 of 2 reports of medical intervention that occurred two separate times. Please see related records (B)(4).